Event description:
Our (B)(4) office indicated that (B)(6) reported a consumer (gender and age were not specified) experienced a corneal ulcer while using complete multipurpose solution. Treatment and outcome were not provided.

Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specs. Chemistry eval results of retained unit from the reported lot were within specs. Microbiology eval of retained unit from the reported lot showed the solution to be sterile. A root cause has not been determined.